Manufacturer narrative:
This report is being supplemented to provide the device return date.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had poor air supply/water supply. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found a foreign material in the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the instrument/suction channel was flushed with air and water, the instrument/suction channel was wiped/brushed, and the instrument/suction channel was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to clogging of suction tube in universal cord, foreign objects come out of suction port; due to a pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal rubber has a scratch; adhesive on bending section cover or distal rubber has a chip; adhesive on the bending section cover or distal rubber has a chip; adhesive on the bending section cover or distal rubber has a crack; adhesive on the bending section cover or distal rubber has white-clouded area; switch1 has a scratch; paint on suction cylinder is peeled; adhesive around objective lens is peeled; light guide lens has a crack; adhesive around the light guide lens is peeled; plastic distal end cover has a scratch; connecting tube has a scratch; universal cord has a wrinkle; protector of universal cord on suction connector side has a scratch; protector of universal cord on control section side has a scratch; image guide protector has a scratch; switch2 has a scratch; and due to wear of angle wire, the play of upwards/downwards knob is out of the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material coming out of the suction channel could not be specified and there were no reported reprocessing deviations from the IFU. Its possible the foreign material remained due to physical damage at the point foreign material was found; however, a definitive root cause of the foreign material in the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.